Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a proglide device after a lower extremity interventional procedure with a small-bore sheath. Reportedly, after pushing down the plunger (step 2), the plunger was unable to pull back. The physician was able to manipulate the device and successfully remove it. A new proglide was successfully deployed, but hemostasis was unable to be achieved. Therefore, manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.